Event description:
The reason for call was patient reported they cannot get the implantable neurostimulator (ins) battery recharged, patient reported seeing screen 16 on the controller during the call. Agent asked when the last time the patient was able to successfully charge their implant and patient said it was a couple of months ago. Patient mentioned they have been trying a lot of times and thought maybe they needed a new battery. Patient reported the issues with recharging started in nov. Of last year but things seemed to clear up but then during christmas break, the patient reported having recharging issues again and said it got to the point where they couldn't recharge the ins anymore. Patient did not have the recharger with them at the time of the call. Patient will call back with equipment for further troubleshooting. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.